Event description:
It was reported by a customer in (B)(6) that, during a procedure, the 6lpc tracheostomy tube cuff would not inflate, and it was observed to be leaking. There was no reported patient injury. Although requested, no additional information is available.

Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not been yet received. (B)(6).